Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was seen for a follow up and all three sensing vectors were checked. The device was sensing noise in the primary and secondary sensing vectors when the patient was moving their right arm. In the alternate sensing vector there was no inference, but the patient did not pass the sitting position. The device was currently programmed to the primary sensing vector. A request for technical review was needed. Technical services (ts) reviewed the device and data confirmed unusual sensing of baseline signals that might be corresponding to the myopotentials, tremble or external source. Ts discussed troubleshooting steps and wanted to know what the patient was doing when the inappropriate shock was delivered. Update: additional information noted that the patient was sleeping while receiving an inappropriate shock. It was noted that whenever the patient moves their left hand there is noise reproducible. The patient was going to be seen in two months' time to check the manual device mode. An xyra- was sent for ts review which was taken during the implant. Ts reviewed the x-ray and noted that it is possible that s-ICD either senses the diaphragm or the arm movement causing the device moving inside pocket. Ts noted that the device seems to be placed close to the under-armpit muscles and it could be picking up their activity. Ts discussed performing isometrics to confirm this. Ts noted that depending on the results of the testing it would be advised to choose between the primary or secondary sensing vectors. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was seen for a follow up and all three sensing vectors were checked. The device was sensing noise in the primary and secondary sensing vectors when the patient was moving their right arm. In the alternate sensing vector there was no inference, but the patient did not pass the sitting position. The device was currently programmed to the primary sensing vector. A request for technical review was needed. Technical services (ts) reviewed the device and data confirmed unusual sensing of baseline signals that might be corresponding to the myopotentials, tremble or external source. Ts discussed troubleshooting steps and wanted to know what the patient was doing when the inappropriate shock was delivered. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was seen for a follow up and all three sensing vectors were checked. The device was sensing noise in the primary and secondary sensing vectors when the patient was moving their right arm. In the alternate sensing vector there was no inference, but the patient did not pass the sitting position. The device was currently programmed to the primary sensing vector. A request for technical review was needed. Technical services (ts) reviewed the device and data confirmed unusual sensing of baseline signals that might be corresponding to the myopotentials, tremble or external source. Ts discussed troubleshooting steps and wanted to know what the patient was doing when the inappropriate shock was delivered. Additional information noted that the patient was sleeping while receiving an inappropriate shock. It was noted that whenever the patient moves their left hand there is noise reproducible. The patient was going to be seen in two months' time to check the manual device mode. An xyra- was sent for ts review which was taken during the implant. Ts reviewed the x-ray and noted that it is possible that s-ICD either senses the diaphragm or the arm movement causing the device moving inside pocket. Ts noted that the device seems to be placed close to the under-armpit muscles and it could be picking up their activity. Ts discussed performing isometrics to confirm this. Ts noted that depending on the results of the testing it would be advised to choose between the primary or secondary sensing vectors. No adverse patient effects were reported. The device remains implanted.